Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd synapsys¿ incorrect data was obtained by the laboratory personnel. Incorrect data may cause an issue regarding the reliability or integrity of the data, potentially leading to false interpretation or results of the data. There was no report of patient impact.

Manufacturer narrative:
This MDR should be considered cancelled. Additional information was received that confirmed that no incorrect entries occurred. The reported issue was a database connection problem resulting in freezes. This is likely to be associated with a short-term interruption in the devices ability to perform as intended.

Event description:
It was reported that while using bd kiestra system control unit v2 incorrect data was obtained by the laboratory personnel. Incorrect data may cause an issue regarding the reliability or integrity of the data, potentially leading to false interpretation or results of the data. There was no report of patient impact.